Event description:
It was reported to philips that the devices' battery pins were damaged. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 6 was bent and permanently compressed.